Event description:
My surgeon used the medtronic infuse which has severely inhabited my lifestyle. Since the surgery, I am in a constant state of pain, I have limited physical mobility and I get worse everyday.